Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) became blank. The patient was transferred to another ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui), the central processing unit (cpu); the printed circuit board (pcb); and upgraded the software to the current revision to resolve the issue. The replaced components will not be returned for investigation. The cse verified that the unit passes complete performance verification